Manufacturer narrative:
The albumin reagent lot number is 744160. The glucose reagent lot number is 732880. The total protein reagent lot number is 750118. The expiration dates were requested but not provided. The bun reagent lot number was requested but not provided. The investigation reviewed the calibration data; the results were within specifications. The investigation reviewed the qc data; the qc qc recovery was within -2 standard deviations (sd). There was no indication of a performance issue with the reagent. The field service engineer (fse) inspected the analyzer and found the sample probe sticking and had "fuzz" at the tip of the probe. He then cleaned the sample probe. The customer reran the patient sample and compared the result with the other 501; the results were comparable. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable alb2 albumin gen.2 (alb2), gluc3 glucose hk gen.3, tp2 (total protein gen.2) and bun results from one patient sample tested on the cobas 6000 ul c501 + core fix configura. The initial result was not reported outside of the laboratory. The reporter questioned the results prompting the rerun of the patient sample on their other c 501 module. The initial albumin result from the module was 0.3 g/dl. The repeat result from the other module was 4.7 g/dl. The initial bun result from the module was 4 mg/dl. The repeat result from the other module was 13 mg/dl. The initial glucose result from the module was 5 mg/dl. The repeat result from the other module was 85 mg/dl. The initial total protein result from the module was 0.5 g/dl. The repeat result from the other module was 8.0 g/dl. The repeat results were deemed correct.